Manufacturer narrative:
It was the case of stent in stent for the patient whom niti-s duodenal stent was already indwelled. It was the third indwelling and then one of the stents was found to be fractured. It was reported that there were no patient complications as a result of this event. It was impossible to review suspected device's DHR, because it was not confirmed serial no. And it is impossible to return to us, suspected device because stent is still in patient's body. Fracture can be occurred by other company's device as well as ours. It is affected by patient's lesion status, peristalsis of organs, and drug use in general. Duodenal structure where stent was implanted is curvy. Stent can be pressured due to patient's lesion status. However, it is hard to find out exact root cause for this complaint because the suspected device was not returned due to it was not removed from the patient, and it is difficult to reconstruct the situation at the time of procedure with limited information. This suspected device is not registered in the us but we will continuously monitor the same or similar customer complaints through accurate analyses.

Event description:
It was the case of stent in stent for the patient whom niti-s duodenal stent was already indwelled. It was the third indwelling and then one of the stents was found to be fractured. Based on the interview of the doctor, niti-s duodenal bear was indwelled first. After that, whole circumference of its bear was fractured. A stump of the fractured stent was in the stomach. The third time indwelling was not niti-s but wall flex soft. The first indwelling was one year ago, the second indwelling was half year ago, and third time was this time. There were no patient complications as a result of this event.